Event description:
It was reported that during an unknown procedure, the blade was broken off. As the broken piece was found outside the patient, no pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.